Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and prime test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. The insulin pump had a scratched display window, cracked case at display window corners, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm during prime process and prime delivery. The customer's blood glucose was 419 mg/dl at the time of incident. The customer's mother stated she have not treated the high blood glucose at the time of call. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother performed displacement test and the insulin pump passed. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.